Event description:
A report was received that the patient will undergo lead and pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing stimulation in non-target area. The patient underwent a revision procedure and the patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo lead and pocket revision for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.